Event description:
It was reported that a patient participated in a clinical trial and underwent a sleeve gastrectomy procedure on (B)(6) 2021 and barbed suture was used to reinforce the staple line. The patient developed gerd requiring protonix. Severity: mild is the adverse event serious? No life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no resulted in medical or surgical intervention: no relationship to study device: possible relationship to primary study procedure: probable outcome: recovering/resolving.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.